Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2010 due to wear. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2012-01500 / 01507).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2004 to remove and replace the tibial bearing and locking bar due to loosening. A second revision procedure was performed on (B)(6) 2010. A third revision procedure occurred on (B)(6) 2013 to replace all components due to fracture of the tibial tray. Additional information in revision operative notes from (B)(6) 2010 indicates that the revision procedure was performed due to aseptic loosening of the tibial component. Revision operative notes further indicate that synovitis was excised and all components were replaced except the patella component.